Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation #7). This complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product 2 way standard sec foley catheter size 14x10. Customer complaining:" non deflation - it was impossible to deflate the balloon from the pt."

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). Based on info available, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon fails to deflate. (B)(4).